Event description:
It was reported that the right ventricular (rv) lead alerted for low impedances on the rv and superior vena cava (svc) coils. The impedance had been between 50-60, and was "just above 0 ohms." It was further reported that the lead exhibited noise. The noise could not be reproduced. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944-75 lead implanted: (B)(6) 2001. (B)(4).